Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "stopped cutting" (failure to cut); "stopped aspirating" (aspiration issue). A customer reported "suddenly, during surgery, the vitrector stopped cutting and aspirating. The staff had to take a new vitrector and that one worked". There were no pt injuries.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).